Event description:
Information received indicates the casters do not hold and continue to ratchet when in brake.

Manufacturer narrative:
The technician found the casters were old and worn. He replaced the brake and brake/steer casters to repair the bed.